Manufacturer narrative:
The device was not returned, an investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results based on the attached email, the product was noted to have been received and in glidewell's possession; however, the device was scrapped and not sent to the complaints team for analysis (please see attached). Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4). Corrected data in fields b5 and d1.

Event description:
A healthcare professional reported that a silent nite 3d one piece appliance broke. It was reported that the anchor broke. The patient began use of the device in july 2025, and reportedly the device broke on 10/19/2025. No injury was reported.

Manufacturer narrative:
The complaint device has not been returned for analysis. Should the device be returned an investigation will be performed and a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that a silent nite appliance broke. It was reported that the anchor broke. The patient began use of the device in (B)(6) 2025, and reportedly the device broke on (B)(6) 2025. No injury was reported.